Event description:
The customer reported the air/water channel of the subject device was blocked. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, white fibrous material (foreign debris) was observed in the air/water nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).

Manufacturer narrative:
During inspection and testing, the reported issue (blocked air/water channel) was confirmed. The foreign material found in the air/water nozzle was suspected to be due to user handling. The evaluation concluded that the blockage present in the air/water nozzle did not originate from the olympus endoscope. The customer confirmed that they follow most of the steps per olympus instructions for use (IFU) to reprocess the device. They flush the air/water channel with water and air by using air/water channel cleaning adapter (mh-948). They perform pre-cleaning immediately after procedures. In addition, service found the light cover glasses were cracked, the adhesive around the lenses was worn, the distal end adhesive was discolored, the bending angle was out of specification, there was play in the angulation knob, the water removal ability was out of specification, the air/water flow was insufficient, and the electrical safety test results were out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual_ inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.